Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the upper panel assembly to be damaged due to the broken fo connector cover, to fix the issue he replaced the upper panel assembly. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he discovered a damaged fo connector cover from the upper panel. There was no patient involvement, and no adverse event reported.